Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2017-06-20: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 31-mar-2019, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an unknown patient who receives an unknown drug via an implantable infusion pump. It was reported that the patient's pump was replaced in 2023 but the patient felt they were not getting therapeutic benefit. The rep stated the dye study was negative and the rep added they are going in today to revise the catheter if they cannot aspirate. The rep stated they will also change the drug in the pump. Additional information was received from the manufacturer's representative (rep) and confirmed by the healthcare provider (hcp). The rep clarified the patient was not getting the same relief as they were prior to their 2023 pump replacement, and that pump replacement was due to elective replacement indicator (eri). The rep stated it was unknown when the dye study was performed, but the reason for the dye study was due to lack of relief. A new catheter pump segment was placed and the catheter aspirated. The hcp discarded the catheter piece that was trimmed. The status of the patient is unknown since the revision on (B)(6) 2025. That was all the information the rep had about the case.